Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Based on the information provided, the event does not appear to be related to the product. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cylinder), 19.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, atiol (advanced technology intraocular lens) model. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient distance vision was not crisp. Clinical reason being mentioned as iol power incorrectly selected. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.